Event description:
Boston scientific crm received information that during the implant of this device and right atrial pacing lead, testing through a pacing system analyzer yielded a pacing measurement of 480 ohms. When the lead was connected to the device, impedance measurements greater than 2000 ohms were observed. The lead was taken out of the header and reinserted. After the third attempt, acceptable pacing impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this product remains in service. Should additional information become available this event will be updated.